Event description:
It was reported that during a colectomy procedure, there were two devices being used in the procedure, the surgeon fired the staplers on tissue consecutively and both produced malformed staples. No info was given on the shape of the staples. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. The devices are being retained by risk mgmt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval. Eval summary: we did not receive batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.